Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r waves over-sensing was noted on current and episode electrogram that appears to cause false detection of atrial tachycardia/atrial fibrillation episodes. Low measured p-waves were also noted. The right atrial (ra) lead remains in use. It was also reported that the monitor showed bradycardia. No further patient complications have been reported as a result of this event.